Event description:
Customer reported experiencing a low blood glucose level, with the lowest recorded value being 52 mg/dl. Cause was not known. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider in regards to diabetes management.